Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported pain at the implant site and it appeared that her implantable neurostimulator (ins) was flipping causing her pain. Additional information received from a representative reported the consumer would be scheduling an appointment to see a surgeon to revise the pocket. The cause of the ins flipping was noted as poor initial placement. It was unknown if any diagnostics were performed and the issue had not yet been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.